Manufacturer narrative:
It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh trimming on (B)(6) 2003-2004 due to mesh extrusion. It was also reported that the patient underwent further mesh trimming on (B)(6) 2008 due to pain. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling and pelvicol acellular collagen matrix were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 07/07/2016. It was reported that following insertion the patient experienced dysuria, frequency, urinary tract infection, and urgency. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria.